Event description:
It was reported patient underwent a hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to infection. All parts were removed and replaced. Further, on (B)(6) 2013 patient was revised due to dislocation and stem subsiding. The head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-01221 / 01224).